Event description:
Caller reported that a malfunction occurred on the pump, identified as malfunction 0. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support recommended updating the pump software for quality improvements, which the caller understood and acknowledged. The support team provided assistance in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred within 24 hours or if any other malfunction code appeared.